Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).

Event description:
The complainant reported that the clinician was preparing to perform an implant (date of event unknown) of a percuflex plus ureteral stent in a patient. The physician expressed that he experienced difficulty opening the device package and in the course of opening the device his gloves were torn. The device was not damaged and was successfully implanted in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".